Manufacturer narrative:
Product manufacturing site updated due to receipt of product information provided. Manufacturer report number corrected and reported under 9612169-2017-00059.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmologist reported that patient is unsatisfied with the postoperative cylinder after an intraocular lens implant surgery. Additional information has been requested and received. This is one of two medical device reports being filed for the same patient. This report refers to patient's right eye.